Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-02414 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2015-02415 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation on (B)(4) 2015 that two speedband superview super 7 devices were used in the stomach during a banding of gastric varices procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands would not deploy on the first speedband device (manufacturer report #3005099803-2015-02414). A second speedband device (manufacturer report #3005099803-2015-02415) was used; however, the last (seventh) band deployed prematurely and rolled on top of the other bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.